Event description:
Information was received that reported a patient was hospitalized due to hyperglycemia. The reporter stated that he began feeling ill on that day. The patient was vomiting and had a blood glucose of 300 mg/dl. At the hospital he was put on an insulin drip, but was still having trouble controlling his blood glucose. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.